Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with an overinfusion was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.this involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump over-infused on a patient. According to the facility, "14 ml of sodium phosphate was mixed in 250 n/s to run over 4 hours. The piggyback infusion was set to run at 60ml per hour starting at 12:45pm. At 13:45pm, the pump was checked and all the solution/drug ran through in the hour. The patient was fine." There was no report of patient injury or medical intervention necessary in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.